Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Whole replacement brush head came off in mouth - oral-b [device breakage]. Case narrative: a parent via phone stated that the whole replacement oral-b toothbrush head came off of their child's oral-b toothbrush in their mouth. No injury was reported.

Manufacturer narrative:
20-feb-2023 concomitant product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Whole replacement brush head came off in mouth - oral-b [device breakage]. Case narrative: a parent via phone stated that the whole replacement oral-b toothbrush head came off of their child's oral-b toothbrush in their mouth. No injury was reported. 28-dec-2022 case update: the concomitant product was oral-b power rechargeable toothbrush handle 3765. The concomitant product lot was bc712141213. No injury was reported.